Event description:
Boston scientific received information that another manufacturer's right ventricular (rv) lead and this device exhibited oversensing of noise that lead to pacing inhibition with asystole between two to five seconds. The pacing inhibition led to a pause dependent ventricular fibrillation (vf) episode. The device detected and treated the vf appropriately. Subsequently the device was reprogrammed. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was explanted and returned for an unrelated issue documented within report number 2124215-2015-11226.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.